Event description:
The customer called in for help with his meter. While troubleshooting, the customer received normal control test results of 36 and 11 mg/dl. The control range is 88-120 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.